Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown baclofen at a concentration of "500mcg" and a dose of 0.54mcg/day. It was reported that, during an end-of-life pump replacement on (B)(6) 2025, the physician was unable to aspirate the catheter. The physician examined the catheter and observed a kink near the pump connector segment of the catheter. The physician cut and explanted 11cm off the distal end of the 8780 catheters due to a kink in the catheter adjacent to the catheter connector. He replaced it with the pump connector segment of a new 8780 catheter. There were no known contributing factors. At the time of this report, the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-aug-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.